Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon product return, this event was determined nonreportable as the device only showed signs of wear and no fracturing. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp broke during a knee procedure. There was no harm or impact to the patient. Attempts have been made and no further information has been provided.